Event description:
Patient in operating room procedure for left total hip. During implantation of acetabular shell, zimmer a-frame instrument broke at screw connection. All pieces recovered. FDA safety report ID # (B)(4).